Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter was reading inaccurately low compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018, alleging that she obtained an alleged inaccurately low blood glucose result of ¿139 mg/dl¿ on the subject meter compared to ¿199 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she tests her blood glucose 3 times daily and her usual range of results are ¿130-160 mg/dl. She reported that prior to the meter issue she managed her diabetes with oral medication (eucreas morning and evening). In response to the alleged inaccurate low result the patient stated that she went to the diabetic centre, the result of ¿199 mg/dl¿ was obtained on the doctor¿s meter and she was treated with insulin, and commenced on insulin 10 units every morning, and metformin every morning, midday and evening. The patient reported that on (B)(6) 2018, she developed symptoms of ¿tremor, nausea and fainting¿. She stated that if she was unsure if the symptoms were due to her diabetes or due to the other medication she was taking for another disease. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.